Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified coronary vessel. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The device was replaced with a 3.00mm x 12mm nc emerge balloon catheter which also ruptured during inflation. There was no fragment left inside the patient. The procedure was completed with a different device. There were no patient complications nor injuries reported.